Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, 13 diopters) was explanted after three adjustments due to a refractive target miss and a new lal (14 diopters) was implanted as a replacement. The site reported there was no problem with the explanted lal. No additional information was provided.